Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records was performed, and no trends were identified.

Event description:
Procedure performed: na (the units were not used in a clinical setting). Event description: plastic tab on cannula that is pushed in to remove seal housing broke upon demonstration please note, the units were not used in a clinical setting. The devices were used for several education tables as well as in-services held between 2/16/2025-5/01/2025. The demos took place at [hospital name]. I only have one saved sterilepacking that shows a lot number of 1533196 (material # for that lot is 101219401). Additional information provided by applied medical representative on 16may2025: unsure whether the lot number of the devices that malfunctioned was the same as the sterile unit that is available. No procedure being performed during demonstration. No concomitant devices used during demonstration. Bend/break occurred on the obturator tabs. The bend/break was identified during demonstration of product. Patient status: na (the units were not used in a clinical setting).

Event description:
Procedure performed: na (the units were not used in a clinical setting). Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). Plastic tab on cannula that is pushed in to remove seal housing broke upon demonstration. Please note, the units were not used in a clinical setting. The devices were used for several education tables as well as in-services held between 2/16/2025-5/01/2025. The demos took place at cleveland clinic. I only have one saved sterile packing that shows a lot number of 1533196 (material # for that lot is 101219401). Patient status: na (the units were not used in a clinical setting).

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.